Manufacturer narrative:
Note: refer to MFR report #2955842-2017-00643 ( patient identifier # (B)(6)) submitted on 10/02/2017 for the actual initial 30-day submission of this complaint - this is a duplicate. Please note the following changes from the initial MFR report #2955842-2017-00643 : contact name is changed to (B)(4). The unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post failure analysis evaluation) and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. Note: this initial MDR (patient identifier # (B)(6)) is actually being submitted as a follow-up #1 (additional information) MDR to MFR report #2955842-2017-00643 ( patient identifier # (B)(6)) which was submitted in a complaint handling database that is no longer available for MDR report submissions. The initial MDR for MFR report #2955842-2017-00643 was submitted on time on 10/02/2017. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtm. The mtm2 was returned for failure analysis, and the reported failure (mtm failure) was able to be reproduced during calibration (via (B)(4)). No repairs are required to address the reported problem. Additional findings during evaluation: during evaluation, the opto button pads were found to be worn out. The opto button pads will be replaced. The gimbal grip pads were found to be worn out during evaluation. The gimbal grip pads will be replaced.

Event description:
Note: refer to MFR report #2955842-2017-00643 (patient identifier # (B)(6)) submitted on 10/02/2017 for the actual initial 30-day submission of this complaint - this is a duplicate. It was reported that during a da vinci-assisted surgical procedure, the customer experienced a repeated non-recoverable error 40006. The intuitive surgical, inc.(isi) technical support engineer (tse) attempted troubleshooting and determined that the issue was the failure of the right master tool manipulator (mtmr) and it had to be replaced. At that time, the surgeon made the decision to complete the procedure with another surgeon side console (ssc). There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) is pending to be dispatched to replace the mtmr. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).